Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output, sensing anomalies and backup mode. The device could not be downloaded. The device may have been exposed to arc welding two weeks prior to explant.